Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information through its implant patient registry that a 27mm aortic valve was explanted after a duration of approximately six (6) months due to unknown reason. A 25mm aortic valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated b5 per new information received . Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information through its implant patient registry that a 27mm 11500aj aortic valve was explanted after a duration of approximately six (6) months due to infective endocarditis. A smaller size same model 25mm 11500aj aortic valve was implanted in replacement.